Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient was advised on troubleshooting steps including replacing sensor. As the time of contact, patient was not in a position to attempt pairing the transmitter and will attempt it later. No additional patient or event information is available.